Manufacturer narrative:
(B)(4). Related adverse event records: (B)(4).

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. A pediatric endocrinologist reported an (B)(6) patient has been using the g6 for several months to monitor non-diabetic hypoglycemia. The patient has several medical conditions, was evaluated by the physician for an unrelated issue and needed an x-ray. The x-ray findings identified five retained sensor wires. There was no report of skin irritation, inflammation, infection or pain. A surgeon was consulted who initially stated the wires did not need to be removed; however, on (B)(6) 2020, the wires were surgically removed. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No product was provided for evaluation. Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire. A probable cause could not be determined. No additional patient or event information is available.